Event description:
Patient had prior mv repair on (B)(6) 2010. He presented today with bilateral atrial enlargement. The cg band had dehisced and was fractured in a spot originally aligned/sutured to the p1/p2 junction or segment of the posterior leaflet. A segment of the posterior leaflet was dehised and 6-7 sutures were no longer attached the annulus. There were 2 sutures in/near the anterior trigone/adjacent to p1 as well as 2-3 sutures in the posterior medial trigone still intact. Dr. (B)(6) did not believe that the fracture was the source of the dehiscence.